Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a device after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated the discomfort is associated with scar tissue building around the incision site. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the discomfort is no fault/no problem found; the clinician stated the reported issue was not abnormal for incision site healing.

Event description:
The patient reported redness and pain at the incision site. No infection was found and an explant/revision is not scheduled at this time.